Manufacturer narrative:
The insulin pump received with intermittent button response due to moisture damage on keypad trace no button error alarm noted. Unit had minor scratched display window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, broken belt clip slot. And missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a keypad anomaly. The customer stated their act button was unresponsive. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. Customer stated they have not used their insulin pump for four months. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.